Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient's implantable cardiac monitor showed undersensing. The icm was reprogrammed to the most sensitive setting, but continues to have undersensing. The icm remains in use. No patient complications have been reported as a result of this event.